Event description:
A no value+ind flag was generated by the access 2 instrument. Ind flags were generated for all accu tni results. Customer called beckman coulter for assistance. The customer was instructed to verify if there was reagent pack on the instrument. An accu tni reagent pack was verified to be in the carousel. Beckman coulter hotline representative informed the customer that this ind flag indicated a "low" result. The customer reported the result out of the lab. Event though the ind flags were present. Beckman coulter hotline informed the customer to load an accu tni reagent pack, recalibrate and run quality controls. If the controls were within acceptable range. All acc tni test were repeated for all the patient samples with ind flags. During a follow-up call, the customer stated that after loading a reagent pack on the instrument and following the instructions by hotline, they repeated the patient samples that were initially reported out of the lab with an ind flag. Corrected reports were sent out of the lab. The customer did not receive any reports of treatment initiated or withheld that can be attributed to the erroneous results.